Event description:
It was reported that during surgery, the hip stem was noted as being shorter than the trial. The surgeon decided to implant the next bigger stem.

Manufacturer narrative:
Evaluation summary: "the next size up from the stem that was returned was implanted." No additional information was provided. Since this is a cemented stem, the corresponding rasp is designed to prepare the femoral canal to accommodate a uniform mantle of cement around the implant. The rasp is larger overall than the implant to intentionally prepare the bone for the cement mantle and to account for distal plugging of the femoral canal. The provisional dimensions match those of the rasp, again to account for the cement mantle and distal plug. The models of the corresponding rasp and provisional were compared. The length of the rasp and provisional are equivalent. Both are longer than the implant stem by design. Based on the analysis performed, no problem with the returned stem was found. Device history records indicate all components were manufactured and inspected to specification. Dimensional analysis was performed. The returned stem length was measured and found within specification. No manufacturing abnormalities could be detected by either method.